Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their blood glucose levels had been climbing high but the sensor would say they were low. The issue first happened on (B)(6) 2017. The customer also had a high blood glucose on (B)(6) 2017. The customer¿s blood glucose reading from the reported event was 415 mg/dl while the sensor glucose reading from the reported event was 89 mg/dl. The customer stated that insulin delivery was not suspended due to the sensor glucose reading. Troubleshooting was performed. The customer also mentioned that they had a low blood glucose on (B)(6) 2017 as well as on (B)(6) 2016. The customer stated they blacked out. The emergency medical team was not contacted. They did not go to the hospital. The customer stated the insulin pump was not saying that they had a low blood glucose. The customer was bruised all over and the stuff in their room was knocked over. They went to their doctor but they were not treated. The customer¿s current blood glucose level was 207 mg/dl. They declined troubleshooting for the high and low blood glucose. The product will not be returned for analysis.